Event description:
As reported, during routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of the patch. The outer packaging was intact, and the inner packaging was properly sealed before opening.

Manufacturer narrative:
As reported, during routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of the patch. The photo provided and preliminary evaluation of the sample confirms the presence of "foreign" material (thread like, blue in color) inside of the clamshell tray. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The returned sample and photo analysis confirms that there is "foreign" material (blue filament) in the corner of the clamshell tray. Based on sample and manufacturing process evaluation performed, the identified condition is determined to be a manufacturing-generated condition. A notification of non-conformance was provided to 3dmax personnel focusing on cleanliness and product visual inspection acceptance criteria. The warning section of IFU states "the mesh is supplied sterile. Inspect the packaging to be sure it is intact and undamaged prior to use." Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, during routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of the patch. The photo provided and preliminary evaluation of the sample confirms the presence of "foreign" material (thread like, blue in color) inside of the clamshell tray. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of the patch. The outer packaging was intact, and the inner packaging was properly sealed before opening.